Event description:
The patient was 2 days post-op CABG, with temporary ventricular pacing wires connected to temporary pacemaker, with a set at rate of 68 on demand. The patient was transfered to the telemetry unit. The assesment on arrival indicates temporary pacemaker rate set at 68 on demand. Four hours after transfer to telemetry unit monitor tech. Notified rn patient heart rate had increased to 150. Rn and shift leader entered room and found patient with complaints of nausea and vomiting, patient become unresponsive and suffered cardiac arrest. During resusitation efforts the temporary pacemaker rate was found to be set at 200. The rate was decreased and further resusitation efforts were successful. Follow up reveals: in the site's investigation several areas of concern were identified. First, the pacemaker has capability of pacing at a rate of 200 bpm and there is no mechanism to limit the upper rate setting. The rate limit of 200 is designed for use in a pediatric setting. There is no adult friendly version available from this manufacturer. In addition, I have been unable to identify any other vendors that manufacture temporary pacemakers. Secondly, the locking mechanism requires only the push of the button to lock/unlock and can quite easily be pressed unintentionally allowing one minute for the settings to be changed. Ideally, the locking mechanism should take a more coordinated effort to disengage. The other thing that stood out to us was the temporary pacing unit is nearly identical in size and shape to our unit that controls tv/nurse call light/room lighting. It is possible a patient could confuse the units, unlock and begin turning dials thinking he/she had the tv control.